Manufacturer narrative:
Product event summary: the 2af283 balloon catheter of lot number 22006 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation it was observed the guidewire lumen was kinked inside balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments were carried out. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.43 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the return product inspection due to a guidewire lumen kink and the bellow stuck/glued on the hypotube-pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not completely block and isolate the right inferior pulmonary vein. Various methods were attempted, but the pulmonary vein potential could not be isolated. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.